Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer was unable to provide the cgm bg or the meter bg reading. Inaccurate cgm readings resulted in the customer experiencing an elevated bg in the 400 mg/dl range with high ketones. A manual injection was administered and water was consumed to address elevated bg and ketones. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.